Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. During removal the stent was likely damaged due to continued interaction with the difficult anatomy resulting in the reported difficulty to remove and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.50x48mm xience skypoint stent delivery system failed to cross due to anatomy and the stent became kinked when retreating. Another xience skypoint was used to successfully complete the procedure. There were no adverse patient effects reported and no clinically significant delay reported in the procedure. No additional information was provided.